Event description:
Literature: valideoriola f, regidor I, minguez-castellanos a, et al. Efficacy and safety of pallidal stimulation in primary dystonia: results of the spanish multicentric study. J neurol neurosurg psychiatry. 2010; 81(1):65-69. Summary: this article presents a one-year, observational, prospective, multicenter study with a single therapeutic arm. The study included open-label, blind, and self-assessed evals to investigate the efficacy and safety of bilateral globus pallidus (gpi) deep brain stimulation (dbs) in 24 pts with medically refractory primary generalized or segmental dystonia. Reportable event: one pt presented with acute reoccurrence of dystonic symptoms two months after implant due to fracture of the cable. The cable was explanted and replaced. See literature article attached to MFR report# 3007566237201001765.

Manufacturer narrative:
(B) (4).